Manufacturer narrative:
Analysis was performed by remote service personnel which included the testing of the device with known good speakers. The remote support engineer (rse) confirmed that the speaker is not working even with the good speakers. The rse advised the customer to run a system setup on the support user profile in order to test sound and official output which fixed the issue with the non-functional speaker. Based on the results of the analysis, it was determined that the product has malfunctioned but the cause could not be confirmed. The issue was resolved by running a system setup which solved the reported issue.

Event description:
It was reported the device has no audio and the alarms cannot be heard by the staff. The device was in use on a patient. There was no report of patient or user harm.